Event description:
Device was placed in patient and balloon filled. The purple handle fell off the device numerous times throughout the case (laparoscopy diagnostic). Eventually purple handle was contaminated and could not be used. Surgeon noticed balloon was deflated, she refilled many times. Was attempting to manipulate uterus and perforated the uterus.